Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) procedure under off label conditions resulting in the implantable cardioverter defibrillator (ICD) going into backup vvi mode. As a result of the off-label MRI exposure, the patient received inappropriate therapy. A nurse was assisted in reprogramming the ICD back to normal settings. There were no other reported patient consequences.